Event description:
It was reported that the patient's primary controller was exchanged due to a broken pin inside the left side power connector. Power disconnects were reported without the need of twist or pull of the mechanism. There were no consequence or impact to the patient. No additional information provided.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per IFU: patients are instructed to "always keep a spare controller and fully charged spare batteries available at all times in case of an emergency." Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Unchecked "user facility". One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed visually. Analysis of the device revealed that the device failed to meet specifications; the device failed visual and functional examination due to a damaged pin on port 1. The device was related to the reported event. The confirmed device malfunction is related to the reported event. The most likely root cause of the failure is improper alignment of the connectors and applying pressure while trying to connect. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.